Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fiber bundle returned wet with indication of blood exposure. Coagulated blood was noted within the dialysate compartment on the circumference of the fiber bundle at both ends. Visual inspection did not identify any defects or damage noted on or within the returned dialyzer. The dialyzer was subjected to a bubble point test where a steady flow of bubbles was noted from both ends. The dialyzer was then subjected to destructive disassembly for further visual analysis. Examination of the fiber bundle identified a broken fiber. The fiber was located on the circumference of the fiber bundle and noted to be potted on both ends. Further examination of the fiber bundle did not reveal any other damage or irregularities within the fiber bundle; specifically, loose fiber fragments, and/or kinked, looped, or short fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported complaint of "internal blood leak." In addition, the batch record review confirmed the labeling and material controls were within specification. The process controls noted a variance of the temperature parameter for the polyurethane potting process was out of specification. It was noted that the pre-potting thermolator heat exchanger had stopped working. The heat exchanger was replaced and all discrepant dialyzers were discarded. The investigation into the cause of the reported problem was able to confirm the failure mode. A broken fiber was identified during the visual examination, which may have allowed a leak pathway into the dialysate compartment. Therefore, the complaint event was confirmed.

Event description:
A user facility reported that a blood leak occurred during patient's hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. No dialyzer damage was visible. Blood test strips were used and tested (B)(6). The machine did alarm. The patient's estimated blood loss was approximately 200cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The complaint device is available for evaluation by the manufacturer.